Manufacturer narrative:
On (B)(6) 2020, the patient went to a follow-up appointment, and the implanting clinician determined that the infection had spread to the other incision. The patient was doing well, and the incision was healing after two rounds of antibiotics (type, dosage, duration unknown). At a follow-up appointment with the implanting clinician on (B)(6) 2020, the implanting clinician scheduled a prophylactic explant of both devices for (B)(6) 2020, because wound healing had not improved, and the infection was spreading following antibiotic treatment. Both stimulators were explanted on (B)(6) 2020, without complication. Based on this information, the infection was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulators are used to treat pain. The cause of the infection is unknown/no problem found.

Manufacturer narrative:
On an unknown date in (B)(6) 2020, the patient began to experience irritation on one of his incision sites. However, the patient did not seek attention from the implanting clinician until two weeks later. On (B)(6) 2020 the patient had a follow-up appointment with the implanting clinician to evaluate the irritation and determine if an infection was present. On june 26, 2020 the implanting clinician contacted the cr to disclose the care plan for the patient. The implanting clinician is planning to perform a wash out on the wound to prevent further infection and possibly the removal of the implant. The patient was prescribed antibiotics to treat the infection. The patient will follow-up with the implanting clinician on (B)(6) 2020. On (B)(6) 2020 the cr followed up with the patient on the status of his condition. The patient disclosed the irritation looks better and the incision is healing. On july 10th, 2020, the cr stated that the implanting clinician had not scheduled a revision or explant procedure. The cr asked the implanting clinician if she knows the reason why the patient developed an infection after nearly ten months from the implant date. The clinician stated she was unsure of what caused the infection. The stimulator was reported to meet product specifications. Manufacturer cannot currently receive the stimulator for analysis. The device was used for treatment of pain. The device cannot be traced as the source of the issue. Infection is known adverse event for peripheral nerve stimulator that is reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lots, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging.

Event description:
Stimwave quality has investigated the details for a reported stimulator infection at the incision site to the stimwave complaint system on june 26, 2020, by clinical representative (cr) in the united states. Cr became aware of this issue june 26, 2020.